Event description:
It was reported that the pt underwent an open incisional ventral hernia repair on (B) (6) 2009 with preperitoneal placement of mesh. Post-operatively on (B) (6) 2009, the pt presented with a seroma. The site was puncture aspirated. The event is reported as ongoing.

Event description:
User received abnormally low creatinine results that were flagged with a delta check from their lis as not matching previous creatinine results for six pt samples. Sample type is plasma, drawn in lithium/heparin serum separator gel tubes. The following four pt examples were discrepant. Initial and repeat testing performed on original sample tubes. Sample 2, initial result gave 1.5 mg per dl and was accompanied by a "h" data flag, alerting the user the result was over the normal value limit of the assay. Sample repeated on dade instrument giving 4.7 mg per dl. User said the original results were not reported, they reported the repeat results and no pts were treated based on the original results. The field service rep could not find a cause or duplicate the problem. He cleaned the water bath, checked probe alignments and lamp which all checked ok. Diagnostics, functional checks and precision was run to verify analyzer was performing within specification.

Event description:
User received abnormally low creatinine results that were flagged with a delta check from their lis as not matching previous creatinine results for six pt samples. Sample type is plasma, drawn in lithium/heparin serum separator gel tubes. The following four pt examples were discrepant. Initial and repeat testing performed on original sample tubes. Sample 3, initial result gave 0.6 mg per dl. Sample repeated on dade instrument giving 2.4 mg per dl. User said the original results were not reported, they reported the repeat results and no pts were treated based on the original results. The field service rep could not find a cause or duplicate the problem. He cleaned the water bath, checked probe alignments and lamp which all checked ok. Diagnostics, functional checks and precision was run to verify analyzer was performing within specification.

Event description:
User received abnormally low creatinine results that were flagged with a delta check from their lis as not matching previous creatinine results for six pt samples. Sample type is plasma, drawn in lithium/heparin serum separator gel tubes. The following four pt examples were discrepant. Initial and repeat testing performed on original sample tubes. Sample 4, initial result gave 4.4 mg per dl and was accompanied by a "h" data flag alerting the user the result was over the normal value limit of the assay. Sample repeated on another p module ((B) (4)) at customer site giving 5.7 mg per dl. User said the original results were not reported, they reported the repeat results and no pts were treated based on the original results. The field service rep could not find a cause or duplicate the problem. He cleaned the water bath, checked probe alignments and lamp which all checked ok. Diagnostics, functional checks and precision was run to verify analyzer was performing within specification.

Manufacturer narrative:
Investigation concluded pre-analytics such as insufficient mixing of samples at time of collection or inaccurate centrifugation speed and time may have caused the falsely low creatinine results. Diagnostic and functional checks performed on the analyzer do not indicate an instrument issue. Further investigation was not possible, as raw data from the time of the event could not be supplied. Customer stated no erroneous results were reported and no patients were treated based on the original results.

Event description:
User received abnormally low creatinine results that were flagged with a delta check from their lis as not matching previous creatinine results for six pt samples. Sample type is plasma, drawn in lithium/heparin serum separator gel tubes. The following four pt examples were discrepant. Initial and repeat testing performed on original sample tubes. Sample 1, initial result gave 1.6 mg per dl and was accompanied by a "h" data flag, alerting the user the result was over the normal value limit of the assay. Sample repeated on dade instrument giving 2.7 mg per dl. User said the original results were not reported, they reported the repeat results and no pts were treated based on the original results. The field service rep could not find a cause or duplicate the problem. He cleaned the water bath, checked probe alignments and lamp which all checked ok. Diagnostics, functional checks and precision was run to verify analyzer was performing within specification.